Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the 4th arm was not matching the surgeon's movements, and the site heard strange noises and clicks. The intuitive tech support engineer (tse) noted no faults in the logs. The site was able to complete the case. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm #4 movement was not matching the surgeon's commands, and a clicking noise was heard, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the suspected arm and found no issues. An instrument was installed into the arm, and it was able to be manipulated correctly. The system was tested and verified as ready for use. The complaint regarding arm # 4 movement not matching the surgeon's commands, along with abnormal noise, was not confirmed based on the field evaluation.